Manufacturer narrative:
Continuation of d10: product ID 8591-38 lot# 0229019016, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 740 mcg/day) via an implantable pump. It was reported that during the patient's normal elective replacement indicator pump replacement, the tip of the catheter passer broke off inside the patient during the tunneling procedure. The hea lthcare provider tried to find the broken piece but was unable to locate it in the patient. It was unknown if external factors were involved and no troubleshooting was performed. The issue was not resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 740 mcg/day) via an implantable pump. It was reported that during the patient's normal elective replacement indicator pump replacement, the tip of the catheter broke off inside the patient during the tunneling procedure. The healthcare provider tried to find the broken piece but was unable to locate it in the patient. It was unknown if external factors were involved and no troubleshooting was performed. The issue was not resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.